Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information received from a manufacturer representative reported that there were high impedances on the patient¿s left lead as contacts 0-7 were showing values greater than 20,000 ohms. The manufacturer representative stated that they weren't able to test higher than 1.5v because it would be too high for the patient. It was noted that the manufacturer representative was able to program the right lead and obtain good coverage. It was also reported that the patient experienced a fall and had an MRI before noticing that their stimulation was different. The patient stated that the fall, MRI, and change in stimulation sensation occurred about two weeks prior to the date of this report. Imaging was discussed to see if the lead was broken or perhaps backed out of the implantable neurostimulator (ins). Indication for use is non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that they met with the patient for reprogramming. The rep was able to get sufficient coverage in the areas of the patient¿s pain using the right lead. The patient informed the rep that they had a couple falls that were unrelated to the stimulator. The patient used a walker to assist getting around, and the patient fell because of the instability of the walker. The rep found that the patient was only using the stimulator 40% of the time and had the voltage set to 0.2v. Because of the falls, the patient had an MRI two weeks ago and the readings were normal. The high impedance was not resolved but the rep was able to program the best coverage they could in the back and legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.